Event description:
It was reported that a g2 filter was placed in a pt two months ago for risk of pe. The pt has now presented to the ER with chest pain. Allegedly a filter component migrated to the left ventricle and perforated through the heart. The physician has no plans at this time to remove the limb. The elderly pt has significant comorbidities, parkinson's disease and has rec'd radiation.

Manufacturer narrative:
The device history records could not be reviewed, as neither the catalog number or lot number were known. The filter was not returned for eval, as it remains implanted. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of the vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.